Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow even after exhausting the air. This was noticed before patient use, in the dispensing room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11 h4: the lot was manufactured between june 28, 2023 - june 30, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.